Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on 12/14/2016 the coordinator reported that the patient did not hear any audible tones at home-no low priority for power disconnect.  The patient also reported an accidental disconnect on (B)(6) 2016 and there was no alarm at that time. The patient was instructed to come to the clinic and the controller was exchanged to the back up. The information on the patient will be sent for the rest of this complaint tomorrow. An elective controller exchange was performed and it was stated that there were no effect on patient and that the patient was stable during and post exchange. No additional information available.

Manufacturer narrative:
It was reported that the patient accidentally disconnected both power sources and that the "no power" alarm did not sound. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the event files revealed a  controller power up event on (B)(6) 2016 at 19:09:18. The data point prior to the controller power up event revealed that bat304623 was connected to power port 1 with 46% relative state of charge (rsoc) and bat304622 was connected to power port 2 with 45% rsoc. The data point after the loss of power revealed that bat304655 was connected to power port 1 with 94% rsoc and bat304667 was connected to power port 2 with 96% rsoc. The loss of power was due to a disconnection of both power sources. Failure analysis of the controller revealed that the device passed visual inspection and initially passed functional testing. During testing, the controller sounded the "power disconnect" and" no power" alarm as intended. Supplemental testing was performed to test if the "no power" alarm was functioning at higher temperatures. During testing, the controller was exposed to a temperature of 50°c  to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet was measured at 110oc, which is still within the manufacturing temperature range between -55oc to 150oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to re-cover and close the circuit, and the "no power" alarm regained functionality. Based on this analysis, it is likely that the controller was operating in ambient conditions above 50°c. This in conjunction with a mosfet that was operating at a higher temperature may have caused the alarm circuit's thermal fuse to open, resulting in a recoverable failure of the "no power" audible alarm.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.